Event description:
It was observed that during the device evaluation, the duodenovideoscope light guide lens exhibited a stain. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the grip had discoloration, switch box had discoloration, suction cylinder had no color, switch flexible printed circuit had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in scope connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, the cover of light guide bundle was damaged, distal end was shaved, universal cord had a scratch, and the parts needed to be replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the lens stain was that humidity invaded the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. Olympus will continue to monitor field performance for this device.